Manufacturer narrative:
(B)(6). (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original procedure was performed on (B)(6) 2015 for a sub-condylar fracture. Post-operatively patient reported jaw pain. A CT scan was performed, revealed a non-union and a broken plate. On (B)(6) 2015, a revision surgery was performed to remove broken plate and (5) intact screws. Patient was not revised with other implants but was treated with closed reduction. All broken fragments were retrieved, no surgical delays were reported and procedure was successfully completed. Patient status was reported as fine. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the plate was returned broken into two pieces through the medial hole on the two-hole side of the plate. All five screws were intact. All devices showed signs of implantation, with numerous scratches and marks on the plate and drive recesses of the screws. The threads of the plate are intact and are not stripped. The exact cause for the broken plate is unknown, but it is possibly the result of using a load sharing plate in a load bearing application. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Calipers were used for the relevant dimensional inspection. The implant is part of the matrixmandible plating system, and its recommended use and maintenance for the device(s) are addressed in the technique guide. Screw insertion must be done in a controlled manner, and a drill guide must be used to ensure adequate screw to plate stability. These plates are designed for load sharing applications and are not meant for reconstructive load bearing applications. The exact cause for the broken plate is unknown, but it is possibly the result of using a load sharing plate in a load bearing application. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.